Manufacturer narrative:
Conclusion: device investigations did not reveal any device malfunction which is expected to explain the patient performance problem reported. This finding was expected, because according to the patient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the structures of the ear. This is a final report.

Event description:
Patient reported perceiving a sizzling or cracking noise with the implant. When using only the device, not in combination with the contralateral hearing aid, the sound appears distorted. This effect can be reduced after valsalva equalizing. Vibrogram thresholds differ about up to 70 db from the measured bone conduction thresholds in the lower frequencies and 20 db in the middle frequencies, up to 4 khz. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported perceiving a sizzling or cracking noise with the implant. When using only the device, not in combination with the contralateral hearing aid, the sound appears distorted. This effect can be reduced after valsalva equalizing. In situ testing was indicative of a functional device. Vibrogram thresholds differ about up to 70 db from the measured bone conduction thresholds in the lower frequencies and 20 db in the middle frequencies, up to 4 khz. The device is scheduled to be explanted.